Event description:
During urinary catheterization of the pt, the urethral catheter was inserted. No urine flow obtained. Catheter was removed and there was no hole noted at the proximal end of the catheter. A second catheter was then obtained and a second catheterization done.